Event description:
Customer reported with an issue of outer sleeve damaged and angulation problem and dots in field. The fse (field service engineer) onsite stated that leakage at the a-rubber (bending section) found, the a-rubber torn out as the physical damage found with metal part of the scope protruding clearly. The fse stated the issue happened during reprocessing , customer did not connect the eto cap during reprocess. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the bending rubber is ruptured metal not sticking out. Leakage from the a-rubber was noted. Multiple black dots are noted to be in the image. Service repair bending section retroflex movement was found too slow (angle from the neutral position is out of specification) was not confirmed. The bending rubber broken/torn/ruptured and the metal is sticking out was not found/confirmed. Evaluation findings did not confirm the metal is sticking out issue however, leakage was observed on the device (a-rubber ) insertion tube/ bending section. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to inform a correction on source. Other (source) corrected from technician to (B)(6) (foreign). Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress, handling of the device, or some other factors. The instructions for use state the following: "oes cystonephrofiberscope cyf-5/cyf-5a chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope inspection of the endoscope 1. Visually inspect the control section and the light guide connector for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the external surface of the entire insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Holding the insertion tube gently with a hand carefully run your fingertips over the entire length of the insertion tube in both directions. Confirm that there is no object stopping the hand or protruding objects or other irregularities. 5. Visually inspect the covering of the bending section for sagging, swelling, cuts, holes or other irregularities. 6. Gently hold the midpoint of the bending section and a point 10 cm from the distal end of the endoscope¿s insertion tube for scratching, cracks, stains or other irregularities." Olympus will continue to monitor field performance for this device.